Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "abscess," "swelling," "erythema," "uri symptoms," "induration," "pain," and "abscess drained itself," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Company representative reported on behalf of healthcare professional that a patient experienced an abscess following injection with 2 syringes of juvéderm® volift¿ with lidocaine in the nasolabial folds and marionette lines. Two days after the injection, the patient began swelling at the injection site and ¿developed subsequent uri symptoms.¿ patient returned to the clinic 9 days later with ¿mild erythema¿ and was treated with keflex. After taking the medication for 4 days, there was no improvement. Patient was assessed by the injector 5 days following the first day of treatment and the patient had ¿two areas of induration and mild erythema.¿ healthcare professional switched the antibiotic to cipro and ¿since the area was not fluctuant¿ healthcare professional decided to ¿wait 48 hours and then perform I & d if necessary.¿ over the next 24 hours, the patient's pain increased and patient went to the emergency department were the patient was given a ¿ceftriaxone IV once daily and cipro was discontinued.¿ two to three days later the patient reported that the left nasolabial ¿abscess drained itself¿ and patient experienced relief. Healthcare professional also reported ¿erythematous soft fluctuant mass right nlf 2 x 3 cm in length. ++tender.¿ healthcare professional ¿performed a drainage of yellow¿ discharge using an ¿18 gauge needle¿ but fears the opening will close ¿prior to the abscess draining completely.¿